Manufacturer narrative:
(B)(4). Complete UDI not available as the lot# was not provided by the customer. The customer returned one arterial catheterization device for evaluation. Significant signs of use in the form of dried biomaterial were observed inside the device. Visual inspection of the device revealed the guide wire was unraveled from the distal end, and the distal weld was not returned. The guide wire was returned stuck within both the cannula and the catheter, and the coil wire was protruding out of a tear in the catheter body. Both the tears in the catheter body and separation of guide wire were consistent in appearance to interaction with a sharp instrument, such as the needle bevel, as well as damage due to biological material. Due to the circumstances of the coil wire and catheter body, the two damages are likely correlated. Microscopic examination confirmed the damage. The guide wire core wire measured 4 1/8" , which is not within the specifications of 5 1/32"- 5 7/32" per product drawing. Therefore, at least 0.90625" of the guide wire was separated and not returned for analysis. The guide wire outer diameter (od) measured 0.441mm, which is within the specifications of 0.432-0.457mm per product drawing. Functional inspection of the returned guide wire, catheter and cannula was performed per the product IFU which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle (refer to figure 3). When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." Despite the damage, the returned guide wire was completely retracted and then advanced through the needle cannula with minimal resistance. The guide wire coil wire was then severed and removed from the catheter and needle, and a lab inventory guide wire was advanced through both components. It was able to pass with through both components with little to no issues. A device history record review was performed based on a potential lot number from sales history, and no relevant findings were identified. The customer report of guide wire separation was confirmed through investigation of the returned sample. Visual and dimensional inspections revealed that the guide wire was separated towards the distal end. The guide wire was advanced through the needle cannula and catheter. The guide wire protruded out a tear in the catheter extrusion, and the damage appeared consistent with unintentional use error applied during use. Despite the damage, the returned guide wire and a lab inventory guide wire passed all relevant functional requirements. Therefore, based on the customer report and condition of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "uncoiled wire, the provider placed another line after confirming with x-ray that no fragments were left in the patient. There was no reported patient harm or consequence."